Manufacturer narrative:
The insulin pump was received with unresponsive act button due to keypad connector unlocked on lcd board. The keypad traces was inspected and no anomalies were noted. The pump was received with minor scratches on lcd window, cracked case at reservoir tube window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 84 mg/dl. The customer stated that she was changing her set when she encountered a black circle with no alarms indicating an error. The customer stated that the act button does not respond in certain menus. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.